Event description:
The customer reported having high blood glucose of 358mg/dl. The customer also reported that the insulin pump alarmed no delivery during a bolus. Troubleshooting was performed. The customer stated that the last infusion set had a bent cannula, and the device did not alarm. Explained to the customer that the alarm may be caused by a site issue. Instructed the customer to change the infusion set and choose a site free of scar tissue if possible. The customer stated that she is on her way to an urgent care for treatment. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can bd drawn at this time. We therefore, consider this report complete to the best of our knowledge.